Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 14may2020. H6 ¿ method code: (10) testing of actual/suspected device. Investigation ¿ evaluation: beijing mednovo med. Tech. Co. (China) informed cook that the blue catheter in a rosch-uchida transjugular liver access set became damaged during a liver access procedure. During the second puncture, the blue catheter "outer skin" was broken. The device was removed and replaced, and the patient did not experience adverse effects. No section of the device remained in the patient. A review of the complaint history, device history record, instructions for use (IFU), quality control, visual inspection, and dimensional verification, were conducted during the investigation. The customer returned one rups-100. The trocar styler and 5fr blue catheter are opened and used. The remaining components are in sealed packaging. The sealed components are likely from the set that was opened to replace the complaint device. The blue catheter is shaved at 1.8cm and 2.4cm from the distal tip. The trocar stylet was removed from the catheter, and is kinked 3.8cm from needle tip. The catheter outer diameter is within specification. Additionally, a document-based investigation evaluation was performed. There are appropriate controls in place to detect this failure prior to distribution. Product labeling and instructions for use (IFU) were reviewed for relevant information related to reported failure mode.the instructions for use for this lot state: "instructions for use 6. Introduce the blue catheter with flexible trocar stylet assembly through the catheter/cannula assembly. Note: the stylet should no protrude past the ptfe catheter end hole. 7. Orient the catheter/cannula assembly inferiorly and rotate anteriorly (arrow baseplate on needle indicates direction of needle curve). 8. Wedging the catheter/cannula assembly against the vein wall, thrust the blue catheter/trocar stylet assembly in one movement forward through the hepatic parenchyma and toward the portal system. 9. Remove the trocar stylet from the blue catheter. Connect a syringe with contrast medium to the catheter, apply suction, and withdraw the catheter until blood is seen. Inject a small amount of contrast medium in order to confirm position in the portal system. 10. Introduce a wire guide into the portal branch and select the main portal vein (mpv). 11. Holding the stiffening cannula in stable position, advance the ptfe catheter and introducer sheath over the blue catheter and wire guide into position across the parenchymal tract. 12.remove the stiffening cannula and blue catheter from the assembly. The wire guide and the ptfe catheter may be removed or utilized as required for further diagnostic or interventional procedures." The device history record (DHR) for final lot and component lots were reviewed. There were no nonconformances with any of the lots reviewed. A complaints database review for final lot was performed. No additional complaints were found. There is no evidence of nonconforming material in house or in the field. The customer returned an incomplete complaint device. Cook confirmed that the blue catheter outer diameter was in specification, but the used needle cannula was not returned for evaluation. The user reported that the blue catheter became damaged during the second puncture. It is possible that the needle cannula and the blue catheter/stylet combination were at an incorrect angle, resulting in damage to the blue catheter, but this was not confirmed. Therefore, based on the information provided, visual inspection of the returned device, and results of the investigation, cook concluded the cause is a component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used during an unknown procedure. The operator reported that during the second puncture " the outer skin of blue catheter was broken." The procedure was completed by using another, similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.